Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6), could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), would be explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away, related to: reanimation. The patient had to be resuscitated and the lack of oxygen resulted in hypoxic brain damage. It was reported that the pump worked as expected. An autopsy will be performed, autopsy report will not be provided. The pump will not be explanted, and the pump will not be returned for evaluation.